Event description:
User facility reported following a completed novasure (ns) uterine ablation, a post hysteroscopy was being done to facilitate "essure" placement (implantation of birth control device into fallopian tubes). During this procedure, a perforation was suspected. The pt was taken to the operating room and during laparoscopy, a perforation in the uterus was confirmed. No treatment was needed, and the pt was discharged home. During follow-up with the physician's assistant manager in 2008 and two days later, it was revealed the pt returned to the emergency room (ER) a month prior, with fever and pain. She was admitted and had "exploratory surgery". A "bowel burn was visually confirmed and 6 inches of [small] bowel was resected." Treatment also included intravenous (IV) antibiotics four days later. The pt has been seen on follow-up one week post surgery and "is doing fine". Additionally, it was reported a hysteroscopy, dilatation and biopsy, and sounding (not a hologic device) were done prior to the ns ablation. It is not known if the perforation occurred during the dilatation and biopsy, sounding, attempted ablation, or "essure" placement, and it is not known what instrument may have caused this perforation.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as lot number was not provided by the complainant. The devices involved in this event were not returned; therefore, an investigation was unable to be performed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.